Event description:
The customer reported experiencing a cgm error 42 shortly after the pump came out of storage mode. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that a 20-minute wait was necessary before starting a sensor session and provided instructions for a pump reset. After following these instructions, the cgm error code did not reappear, and the customer acknowledged the guidance provided.